Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the down arrow and ok buttons required multiple presses to engage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/28/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons were found to be intermittently unresponsive. There was evidence of contamination found under all key contacts. The audio bolus button was found to be unresponsive. The pump cover was removed and there was evidence of moisture contamination inside of the pump and on some of the electrical components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.